Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited a yellowed picture during a therapeutic cystoscopy procedure. The procedure was completed with a back-up device without reports of patient harm.